Event description:
The initial reporter received questionable elecsys anti-tg and elecsys anti-tpo results from six patient samples tested on the cobas e 801 analytical unit with serial number (B)(4). This medwatch is for the anti-tg assay. Please refer to medwatch with a1 - patient identifier (B)(6) for the anti-tpo assay. The initial results were not reported outside of the laboratory. The results were compared to three other non-roche analyzers. The reporter complained that the results from the three non-roche analyzers were all in accordance and only the results from the reported analyzer were low. Please refer to the attachment in the medwatch for the highlighted questionable results.

Manufacturer narrative:
The customer uses the same reference range as the other laboratory.

Manufacturer narrative:
The qcs were within specifications. As per the summary of the analysis of the calibration signals and control values, a general reagent issue most likely can be excluded. For sample (B)(6), both the values generated with the cobas e 801 module and the centaur analyzer are clearly above the cutoff value of the anti-tg assays. Hence, the same clinical interpretation applies. For all samples (B)(6) the following applies: in case auto-antibodies (such as anti-tg but also anti-tpo) are measured, the results can vary depending on the testing procedure used. Biological samples can generate different anti-tg values from different assays from different suppliers. Product labeling states "the measured anti-tg value of a patient's sample can vary depending on the testing procedure used. The laboratory finding must therefore always contain a statement on the anti-tg assay method used. Anti-tg values determined on patient samples by different testing procedures cannot be directly compared with one another and could be the cause of erroneous medical interpretations. If there is a change in the anti-tg assay procedure used while monitoring therapy, then the anti-tg values obtained upon changing over to the new procedure must be confirmed by parallel measurements with both methods." From the information provided and the analysis thereof, a general reagent issue most likely can be excluded.